Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the drain bag had an restricted flowrate. It was alleged that the drain bag had difficulty draining. It was reported that the foley tubing and drain bag were manipulated and then the foley catheter began to drain urine. Complainant alleged that the drain bag needed to be manipulated every two to three hours when patient complained of discomfort and the urge to void. No patient injury was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the drain bag had a restricted flow rate, and that the drain bag had difficulty draining. It was also reported that the foley tubing and drain bag were manipulated and subsequently, the foley catheter began to drain urine. The complainant stated that the drain bag needed to be manipulated every two to three hours after the patient allegedly complained of discomfort and the urge to void. No patient injury was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the drain bag had a restricted flow rate, and that the drain bag had difficulty draining. It was also reported that the foley tubing and drain bag were manipulated and subsequently, the foley catheter began to drain urine. The complainant stated that the drain bag needed to be manipulated every two to three hours after the patient allegedly complained of discomfort and the urge to void. No patient injury was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the drain bag had a restricted flow rate, and that the drain bag had difficulty draining. It was also reported that the foley tubing and drain bag were manipulated and subsequently, the foley catheter began to drain urine. The complainant stated that the drain bag needed to be manipulated every two to three hours after the patient allegedly complained of discomfort and the urge to void. No patient injury was reported.

Manufacturer narrative:
Received 1 used drainage bag with the catheter, statlock, and sterile water syringe still attached and an alcohol prep pad only. The visual inspection noted no obvious defects. The received sample was functionally tested by passing water through an in house 16fr. Catheter. No drainage problems were observed and the flow was continuous during the test. The drainage test for customer complaint-catheters/drainage bags indicates that 250cc must be drained in 64 seconds maximum. The results were the following: time to drain 250cc: 60 sec. The sample received reached the intended drainage indicated in less than 64 seconds. The product was found to be within specification. The reported issue was unconfirmed as the problem could not be reproduced. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Secure the foley catheter, use the statlock foley stabilization device if provided. Maintain a closed drainage system by utilizing pre-connected, sealed catheter-tubing junctions. Maintain unobstructed urine flow and keep the catheter and collection tube free from kinking. Keep the collection bag below the level of the bladder or hips at all time. Empty the collection bag regularly (e,g., closing of the metal surface during daily bathing or showering) is appropriate. Leave foley catheter in place as long as needed." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the drain bag had a restricted flow rate, and that the drain bag had difficulty draining. It was also reported that the foley tubing and drain bag were manipulated and subsequently, the foley catheter began to drain urine. The complainant stated that the drain bag needed to be manipulated every two to three hours after the patient allegedly complained of discomfort and the urge to void. No patient injury was reported.